Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The lead was reprogrammed. The patient was in stable condition and would continue to be monitored remotely.

Event description:
New information received notes the rv lead exhibited oversensing due to noise.